Event description:
It was reported that the fuses on the 7900 system monitor cart were blown. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer upgrade kit was installed during the service call.